Event description:
Health care professional (hcp) reports a fiber leak noted at the onset of the pt treatment. The dialyzer was replaced at the time of this incident and the treatment was completed without incident. The dialyzer was reused 13 times prior to this event. The hcp reports no pt injury and no need for medical intervention.